Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not received for analysis; therefore no physical analysis of the product can be performed. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is expected to be returned for failure analysis. If additional information is received or the device is returned for evaluation a follow-up medwatch report will be submitted. Product hasn't been returned yet.

Event description:
The guidewire safari in question was successfully positioned into the left ventricle through the aortic valve. The delivery catheter of lotus valve was inserted through the guide wire. Resistance was observed in the advancement of the catheter over the guidewire. Was decided to remove the delivery catheter and guidewire. There was difficulty in removing the lead from the lumen of the delivery catheter. The wire broke in the attempt, and was completely removed from the device lumen. A new unit of safari was positioned in the left ventricle. The delivery catheter was positioned in the aortic valve and the valve lotus released successfully.